Event description:
It was reported that the zimmer electric dermatome was not working properly. The blade was loaded into the device and then the device made an unusual loud noise and simply would not work. There was no pt involvement and a replacement device was retrieved and used to complete the procedure. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.